Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response. A check on the ventricular electrocardiogram showed noise but the patient had a cellular phone lying on the patient¿s chest. The device remains in use. It was further reported that the right ventricular (rv) lead had a micro dislodgement. The lead had a loss of slack. The lead had high thresholds with no capture and diminished r-waves. The lead was programmed off. The patient was issued a lifevest. The lead is scheduled to be revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.